Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2021, (B)(6) 2021, (B)(6) 2021 and for two infusion sets on (B)(6) 2021, the patient's infusion set's tubing detached/broken at site connector. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.